Event description:
Additional information was received on 18-dec-2015 and it was reported that the patient was receiving effective therapy since the pump revision on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
It was reported that sometime after the pump implant in (B)(6) 2014 the healthcare provider could not refill and discovered that the pump was flipping so they put a dacron pouch on the pump and tacked it down. No patient symptoms or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent. The pump was used to deliver morphine. Additional information was received from a device manufacturer representative regarding a patient receiving morphine (25 mg/ml at 9.328 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient had persistent seroma formations even after the dacron pouch was placed at the last pump pocket revision. The patient tried using an abdominal binder without success. At each refill, the healthcare provider (hcp) would have to aspirate 30-40ml of serous fluid prior to the refill. No headaches were reported. The physician believed it to be a reactive process of the pump pocket not healing well. Because of that, the patient again had a pocket revision on (B)(6) 2015. During the revision, the hcp found that the dacron pouch had not successfully fibrosed into the tissue. It just reformed a capsule around the pump and the pump was again "free floating." During the revision, the hcp removed the dacron pouch, resected the pocket, and used a biologic material called cormatrix. The hcp used 2 sheets of the cormatrix and surrounded the pump and sutured it to create a pocket. The hcp tacked the pump down and was hoping this would be a good solution for the patient. If additional information is received, a follow-up report will be sent. On 19-nov-2015 additional information was received from a healthcare professional via a company representative. It was reported that another pocket revision was done due to ongoing seroma issues (see manufacturer's report # 3004209178-2015-13821), but this time they moved the pump pocket site to a new location. The physician was unable to get backflow from the catheter but didn't have consent to replace it and felt it was not a problem as the residual volumes had matched. The physician thought it may just be protein buildup at the catheter tip, so that aspiration was difficult, but the physician was comfortable that it was still functional. It was reviewed that the "time to clear approximately 36 cm of catheter would be approximately 5 hours at 9.329 mg/day at 25 mg/ml and then another approximate 17 cm to clear would another approximately 2.4 hours or so".